Manufacturer narrative:
Patient information was requested, but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the patient returned to bedside with a nursing student and the patient attendant after going upstairs. It was noticed that the patients tubing was leaking. The extension piece appeared cracked with leaking. There was no specific event that occurred, though patient was playing. The tubing was temporarily secured with alcohol swab, gauze and tape until a new (milrinone) could be delivered. Upon arrival of (milrinone), the patient's entire tubing was changed on his home sapphire pump. The tubing was also secured with tape and gauze in the location of previous crack to prevent a possible repeat occurrence due to consistent bending at that point. No impact to patient was reported.